Manufacturer narrative:
The proresults plaque control brush head is an accessory to the sonicare power toothbrush

Event description:
Consumer complained about bristles coming out in their mouth.

Manufacturer narrative:
Manufacture date updated because product was returned.